Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection and functional testing of the returned device. Upon visual inspection revealed that fms connect (vue) external aspect of the cord is in normal used condition. A functional test was performed, the device was connected to fms vue pump. The default settings were present on the pump, the blue indicator light was shown indicating the interface cable was recognized by the test pump and was receiving power. A test shaver handpiece was wired through the interface cable. When the shaver was activated, the blue indicator light was flashing on the device indicating the interface cable did recognize the current going through the test shaver, however the pinch valve on the pump was not activating. ¿ the overall complaint was confirmed as the observed condition of the fms connect (vue) would have contributed to the complained issue. ¿ based on the investigation findings, the potential cause is traced to wear of device's internal components, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a non-working interface cable. As per IFU, prior to use, check the system components for damage. Check the cable integrity carefully. If there are signs of damage, do not use, and it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported that during an unspecified surgical procedure the fms connect device interface cable was faulty and would not communicate with the fms pump. During in-house engineering evaluation, it was determined that the device had suction failure. The procedure was completed successfully. There was no delay to the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.